Event description:
It was reported that the patient's lead and generator were replaced. The explanted lead was discarded. No further relevant information has been received to date.

Event description:
It was then reported that the lead was n & #39;t discarded and was available for return. The suspect product has not been received for analysis to date. No further relevant information has been received to date.

Event description:
Information was now received that the patient was seen by the surgeon and the patient had an x-ray and a break in the lead. It was noted the device is off. The x-rays have not been reviewed by manufacturer to date. No surgical intervention has been reported to date.

Event description:
The explanted lead and generator were received for analysis. Analysis on the explanted products has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date. Analysis has not been completed on the returned lead to date.

Event description:
Product analysis was completed on the returned lead. Lead fracture was verified. A break was identified in the negative lead coils at the lead body and in both the positive and the negative lead coils past the end of the electrode bifurcation. Scanning electron microscopy images of the lead coils show that a coil break has occurred at the negative coil. Due to mechanical distortion (smoothed surfaces) the fracture mechanism of the coil break coudn&#39;t be ascertained at this location. Other coils had evidence of stress-induced fracture. Also, secondary stress-fissures and mechanical wear (flat surfaces) were noted in the vicinity of the coil broken ends).the lead had a spiral/wavy appearance indicative of a patient twiddling the lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that low impedance was observed on the patient's vns. The vns was disabled by the physician as a result. The patient was referred for x-rays. The x-rays have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.